Event description:
Surgeon could not get the device to stop working when he took his foot off the pedal. Manufacturer response for microdebrider, (brand not provided) (per site reporter): advised to replace control board in unit.